Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.

Event description:
The catheter was implanted but the doctor did not have any good data on the monitor. After waiting 45 mins, it was reported that there was still no regular data. The doctor changed the catheter with another product (unk type) and it worked. There was no pt injury or death alleged. Add'l clinical info has been requested.